Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was feeling stimulation too high, it was in their butt and leg, and caused them to not be able to sleep the night before the call. Syncing with the programmer showed the ins was on at 1.25 on program 1 and they stated it felt a little better and confirmed standing and laying didn¿t change the current sensation. The patient decreased to 1.20 where it eliminated the uncomfortable stimulation. Troubleshooting resolved the reported issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: the patient provided their weight ((B)(6) pounds) at the time of the event, but did not provided any details regarding the circumstances that led to the stimulation being too high and in their leg. No further complications were reported.